Event description:
It was reported that the external surge suppressor on the 9600 sys tripped. After reset and reboot the sys displayed a charger failed error message and would not complete the boot up cycle. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the battery charger pcb. The sys was tested and found to be working as intended and placed back into svc.